Event description:
As reported through the clinical study: an acute cerebrovascular adverse event occurred following the implantation of the microcatheter stent. This adverse event is deemed potentially related to the investigational device. Index procedure: after the patient achieved general anesthesia, they were placed in a supine position. Routine disinfection was performed on the bilateral inguinal regions, followed by the application of sterile drapes. The right femoral artery was punctured using the seldinger technique, and a 6f arterial sheath was inserted. Systemic heparinization was administered. Cerebral arteriography was performed using a 5f catheter with the assistance of a loach guidewire. Angiography of the right internal carotid artery revealed tortuosity in the cervical segment of the right internal carotid artery, as well as atherosclerotic changes in some branches of the right anterior cerebral artery and middle cerebral artery. Angiography of the right vertebral artery showed atherosclerotic changes in the v4 segment of the right vertebral artery, with no obvious abnormalities observed in the remaining vascular branches. Angiography and 3d vascular reconstruction of the left internal carotid artery demonstrated atherosclerotic changes in some branches of the left anterior cerebral artery, and a saccular aneurysm was seen in the m1 segment of the left middle cerebral artery. The aneurysm neck was approximately 2.67 mm in width, the aneurysm height was about 2.76 mm, and the aneurysm width was around 2.62 mm; no obvious abnormalities were found in the remaining vascular branches. With the assistance of a loach guidewire and a 6f guiding catheter, a 5f intermediate guiding catheter was positioned in the cavernous segment of the left internal carotid artery. A microcatheter was placed in the m2 segment of the left middle cerebral artery with the help of a microguidewire. A flow diverter device (3.5 mm × 14 mm) was deployed via the microcatheter at the proximal end of the left anterior choroidal artery, covering the neck of the aneurysm. Angiography confirmed unobstructed flow within the flow diverter device without stenosis, and no obvious abnormalities were noted in the remaining vascular branches. A head x-per CT scan showed no intracranial hemorrhage. The femoral arterial sheath was removed, and the vascular puncture site was sutured using a vascular closure device. The operation was completed. The operation proceeded smoothly, with approximately 10 ml of intraoperative blood loss and no blood transfusion required. The intraoperative anesthesia effect was satisfactory. At the end of the operation, the patient was not awake, remained intubated with an endotracheal tube, and was safely transferred to the neuro-surgical intensive care unit (nsicu). According to the discharge record, the subject is in good condition. The patient's medical records and CT report indicate post left vertebral artery stent implantation and multiple cerebral infarctions. The patient was implanted with a stent. Seven days later, the patient was diagnosed with acute cerebrovascular disease and did not undergo surgical treatment. The acute cerebral infarction emergency did not show large vessel occlusion on the cerebral angiography. No surgical treatment was performed for the infarctions and cefminox was given for infection, nebulization, prevention of stress ulcers and awakening, anti-platelet aggregation, improvement of circulation, nutritional supplementation, control of blood pressure and blood sugar, and other symptomatic and supportive treatments.

Manufacturer narrative:
The physical device was not available for evaluation to investigate if a condition existed that would have contributed to the reported event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date. This study is ongoing and device/procedure relatedness determinations can be re-adjudicated by independent reviewers/physicians. The study device and study procedure relatedness can change as a result of these reviews. Microvention is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by microvention, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Microvention has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, microvention, or its employees that the device, microvention, or its employees caused or contributed to the event described in the report. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report.

Manufacturer narrative:
This report was generated to only report on the additional information received in section b. This study is ongoing and device/procedure relatedness determinations can be re-adjudicated by independent reviewers/physicians. The study device and study procedure relatedness can change as a result of these reviews. Microvention is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by microvention, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Microvention has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, microvention, or its employees that the device, microvention, or its employees caused or contributed to the event described in the report. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report.

Event description:
Additional information as reported through the clinical study: ¿the investigator has re-reviewed the past medical records and now determines that the ae are possibly unrelated to the study treatment. The previously submitted complaint report is hereby withdrawn".

Manufacturer narrative:
Corrections: 1) the implant and explant dates in section d were switched in the initial report. This implant and explant dates have been corrected in this report. 2) the impact code in section h has been updated. This study is ongoing and device/procedure relatedness determinations can be re-adjudicated by independent reviewers/physicians. The study device and study procedure relatedness can change as a result of these reviews. Microvention is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by microvention, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Microvention has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, microvention, or its employees that the device, microvention, or its employees caused or contributed to the event described in the report. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report.

Event description:
No additional information received regarding the event.